Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to use the pump for insulin therapy. Customer to discuss with their health care provider a plan for backup insulin therapy. Customer¿s blood glucose (bg) level was 502 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump.